Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a decrease in blood flow of the left thalamus and was hospitalized.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a decrease in blood flow of the left thalamus and was hospitalized.